Event description:
Caller reported a malfunction on the pump; however, there was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisting the caller with the process. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump. Technical support advised the customer to call back if any issues reoccur, and the customer acknowledged and understood the instructions.